Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump had been alarming with radio frequency errors every morning at 10:01am for the past week. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was unable to identify the cause of the alarm or resolve the recurring issue. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a rf pic alarm during the self test due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.